Event description:
The pt was unable to adjust stimulation and had no stimulation sensation. The programmer showed an error code and the "call your doctor" icon was displaying. The pt and the health care professional (hcp) were unable to clear the error code. The hcp replaced the neurostimulator. The pt recovered without sequela.